Manufacturer narrative:
The reported event was confirmed. Sample was evaluated and observed the catheter is broke at catheter shaft. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tearing looks like the shaft was pulled with external force that could cause the catheter break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. Potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that 2 foley catheters were contaminated with urine and blood. When nurse inserted catheter into patients, one foley burst and slipped out and another foley broke into two at the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 2 foley catheters were contaminated with urine and blood. When nurse inserted catheter into patients, one foley burst and slipped out and another foley broke into two at the shaft.